Event description:
The patient was set up for a coil embolization to the right hypogastric artery. During the procedure, the md attempted to place the coil and it would not deploy. There were two coils placed previously and the third failed. No harm to the patient was reported.======================manufacturer response for coil, nester embolization coil (per site reporter).======================field rep reported this to the company.what was the original intended procedure?coil embolization right hypogastric artery. Doctor was placing the 3rd coil.device #1is this a laboratory device or laboratory test?no.